Manufacturer narrative:
The review of provided data highlighted that the alert for shocks = off was sent during the night (B)(6) 2024 because the shocks were set off on (B)(6) 2024, triggering an internal alert to the system, then the shocks were set on and the memories were not reset before leaving the in-clinic session on (B)(6) 2024. The reset of the memories triggers the reset of the alerts. If the memories are not reset, alerts are not reset and are sent over the next night, as per specifications. All therapies (atp and shocks) were on on (B)(6) and on (B)(6) 2024. On (B)(6) the patient triggered a pit (patient initiated transmission) and the center never received the transmission since the home monitor never detected the subject implantable device. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2024 the ulys dr 2540; sn:(B)(6) device was implanted at the (B)(6) hospital. The procedure went well. The electrical tests (impedance, sensing, threshold) were good. The specialist activated the therapies, reset the memories and closed the session. The specialist then paired the kc911 sn:(B)(6) remote monitoring monitor to the device. During the night at 00:26 the monitor made a transmission reporting therapies off. On the morning of (B)(6) 2024, the doctor interrogated the device and the therapies were active. The specialist interrogated the device at 4 pm on (B)(6) 2024. The therapies were active and they repeated the electrical tests which were all good. Why did the monitor make a transmission with a critical alarm where it signaled therapies off when in fact these were active?